Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-21126. It was reported the patient presented in the hospital for a routine generator exchange. Prior to the procedure, the device was interrogated, and it was observed there was noise on the right atrial lead leading to inappropriate mode switches. The noise was reproduced when the lead was attached to the analyzer. The physician elected to cap and replace the right atrial lead. During inspection of the right ventricular lead, an insulation defect was noted and repaired. The right ventricular lead was found to be functioning normally. The patient was in stable condition.